Event description:
It was reported that this patient contacted boston scientific technical services (ts). It was noted that the patients mobile monitor was not connecting to their implanted insertable cardiac monitor (icm) device and transmitting device data for approximately three months. The patient did not want to troubleshoot the connection issue. The patient stated to ts that the icm device is causing them health issues, it seems to be moving around and they want the icm device explanted. The specific health issues were not reported. Ts referred the patient to their following clinic. Subsequent information from a boston scientific field representative indicates that the patients mobile monitor successfully transmitted icm device data five days after the patients call to ts. However, the representative did not have any additional information. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.